Event description:
It was reported that the pump's wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.